Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of (B)(6) 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: d4, h4, h6, h11. The device history record for lot 30302423 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The t-bar was not seen on sample return. A root cause could not be determined. All information reasonably known as of 16 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record and UDI are in-progress. All information reasonably known as of 19 dec 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4) this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced six different incidences, which were associated with separate units, involving one patient. This is the first of six reports. Refer to 9611594-2024-00289 for the second report. Refer to 9611594-2024-00290 for the third report. Refer to 9611594-2024-00291 for the fourth report. Refer to 9611594-2024-00292 for the fifth report. Refer to 9611594-2024-00293 for the sixth report. It was reported, ¿on (B)(6) 2024, while using a gpe kit in the digestive exploration department, the first anchor came loose. Subsequently, two anchors from the same kit were inserted and also detached. Anchors from a second complete mcp kit (same batch) are used, but these also come loose. The operator then decides to use another type of kit containing only anchors. On awakening, an additional anchor from the gpe kit falls out. This was an isolated incident. There were no clinical consequences for the patient.¿ per additional information received on 06dec2024, the patient¿s current condition is unknown.